Manufacturer narrative:
Patient and device details unavailable at the time of this report. (B)(4).

Event description:
Per the clinic, the patient experienced significant tissue overgrowth at the abutment site. Subsequently, injectable and topical steroids were administered to the patient's abutment site (date and duration not reported).

Manufacturer narrative:
It was reported that tissue was excised during an abutment replacement on (B)(6) 2017. This report is submitted on (B)(6) 2017.